Manufacturer narrative:
Medtronic received additional information that the 23 mm bioprosthetic valve was explanted and replaced with a 27 mm valve of a different model due to severe paravalvular leak. No additional adverse patient effects were reported.  A review of the device history record (DHR) was performed for this valve. This device was manufactured per approved and released manufacturing processes and met all applicable manufacturing specifications prior to release for distribution. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 1 year and 5 months post implant of this 23 mm bioprosthetic valve, the valve was explanted and replaced with 27 mm valve of a different model. The reason for the explant was not reported. No additional adverse patient effects were reported.